Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to monitor their blood glucose due to the device not powering on with button press or test strip insertion. As a result, the customer experienced unspecified symptoms and was unable to self-treat. The customer contacted a healthcare professional and was provided unspecified treatment. There was no report of death or permanent impairment associated with this event.